Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 3 months. The replaced portion of the driveline was returned for analysis. Continuity testing of the driveline in its returned condition found all wires were electrically intact. Breakdown of the braided shield was observed approximately 2-5 inches from the distal metal connector, and some of the wires in this location were kinked. Examination of the underlying wires revealed breaches in the black, brown, red, and orange wires in the kinked locations. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement in this area and abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on the power module, the resulting short to ground would have caused the pump speed reductions and pump stoppages captured in the system controller log file. The pump operates on a three phase motor; the yellow and green wires represents phase one, the black and brown wires represents phase two, and the red and orange wires represent phase three. The reported event also could have been caused by a phase-to-phase short which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on either power module or battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic due to intermittent pump stoppage events when the lvad system was connected to the power module. The patient was able to induce the alarm by bending the driveline at the distal end bend relief. A log file was provided to the manufacturer's technical service representative for review and had captured 9 pump stoppage events over approximately 17 days. These events only appeared to be occurring while the lvad was connected to the power module. The driveline was evaluated by technical services representatives. The electrical continuity test did not reveal any broken wires. The distal end of the driveline was replaced with no issues. The lvad system was connected to a grounded power module patient cable after the repair and the alarms did not reoccur. The patient was to be monitored for an unspecified period of time and then discharged. No additional information was provided.